Event description:
It was reported that a malfunction alarm occurred. It was reported that the customer experienced an elevated blood glucose (bg) level of 558 mg/dl. A correction bolus was delivered to address bg. During troubleshooting with technical support, the customer reverted to an alternate method of insulin therapy.